Manufacturer narrative:
Investigation summary: DHR summary: defect: needle stick (unshielded in bag), cat. #: 928856, batch#: 6116680, product description: syringe 1.0mlo 31ga 8mm 10bag 500 pl/wg, date(s) of packaging: 16jun2016 to 17jun2016, manufacturing line: (B)(4). Device history record review ¿ a review of the device history record was completed for batch # 6116680. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly - there was one (1) batch of material# 8359163 (syringe 1.0ml asm 31ga 8mm tw (B)(4)) which was consumed into final product batch# 6116680. Batch# 6116684, date(s) of manufacture: 16jun2016 to 19jun2016, machine(s) manufactured on: line 8 assembly. There were zero (0) defects during the production of these batches. One (1) notification [(B)(4)] was noted for an unrelated incident. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick pe on lot # 6116680. This is the 1st related complaint for shield missing on lot # 6116680. Investigation summary: customer returned (1) 1cc, 8mm, 31g (B)(6) syringe in an open poly bag from lot # 6116680. Customer states that she got a needle stick because the shield was missing and not in the bag. The returned syringe was examined and exhibited the shield correctly placed on the barrel covering the cannula. Also, no defects on the cannula were observed. As per manufacturing, there were zero (0) defects during the production of these batches. One (1) notification [(B)(4)] was noted for an unrelated incident. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer received a needle stick before using a bd safetyglide¿ 6mm insulin syringe due to the shield missing from the device. There was no report of medical intervention needed.